Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: early onset seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with two 380cc mentor memoryshape breast implants and experienced bilateral early onset seroma post-operatively. The patient reported that her body was rejecting the breast prostheses and that yellow fluid was pouring out of the body. The patient had to go to the hospital. As a result, the patient underwent explantation on april 01, 2022 on the right and explantation on (B)(6) 2022 on the left. This report is for the right side device.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information regarding the date of event and device date of explantation. The date of event has been updated to (B)(6) 2022. The date of device explantation has been updated to (B)(6) 2022 for the left side (opposite side). Manufacturer¿s reference number: (B)(4).